Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached around 329 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (abdomen); upon removal, the cannula also appeared bent. A negative test for ketones were reported as well. As treatment, several boluses were delivered.

Manufacturer narrative:
Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The soft cannula was not observed to be bent/kinked. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The formed needle was observed to be exposed past the needle well of the bottom housing and therefore did not fully retract. The linkage assembly, seen through the top housing, was observed to not be fully retracted. After the housing of the device was removed, the linkage assembly was seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that interference between the linkage assembly and the housing occurred which resulted in the exposed needle. The exposed portion of the soft cannula was found to have a tear. Fluid was seen leaking from this tear. Although the cannula was damaged, the timing and cause of the damage is unknown. During investigation, the needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended.